Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by cable disconnection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the video function did not work properly due to disconnection of the cable, which resulted in no image. However, a definitive root cause could not be determined. In addition, service found the scope lock ring was corroded and there were contact marks on the video connector. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Event description:
Additional information was received regarding the customer's reported issue (subject device was not displaying an image): the device was inspected prior to sterilization. The device was not inspected when opening the package after sterilization. The reported issue occurred before the procedure. The intended procedure was a therapeutic transurethral resection of the prostate in saline (turis). The device was replaced and the procedure was completed. There was no delay in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.